Event description:
Info received indicates, the pump failed volumetric calibration during testing.

Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.